Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient started having painful, burning sensation, and bowel movements. The patient has had the implant since 2011. During troubleshooting, it was indicated that the patient was unable to power up the programmer and needs batteries. The patient didn't have batteries during the report. Afterward, the patient called back with new batteries to troubleshoot. The programmer was able to turn on and it was indicated that the stimulation was on at 1.2v. The patient was assisted in increasing the stimulation up to 1.4v and was feeling the stimulation. The patient would leave the stimulation in this setting to see if it helps the symptoms and will consult their healthcare professional (hcp) about the symptom. Additional information was received from the consumer on (B)(6) 2018. It was reported that the patient had a urinary tract infection (uti) last month. The patient noted that this uti was ¿difficult to get rid of¿ and the health care physician (hcp) had put them on two different antibiotics. The patient also noted they hadn¿t had a uti in a number of years since the interstim was implanted. The patient noted they went to the hcp and the assistant of the hcp said they wanted to do an ¿experiment¿ with the interstim implant to get the patient on different levels for the setting gs. The patient explained that the hcp wanted the patient to try increasing the stimulation under program 3 each week to a comfortable level and eventually switch over to program 4 before the patient sees the hcp again in december. The patient stated they didn¿t have a booklet to reference to use the programmer and the reason they called was to get assistance with increasing the stimulation intensity. While on the call, the patient was walked through syncing the programmer with the interstim implant and the patient reported the therapy was on, on program 3 with stimulation at 1.8v. The patient was then walked through increasing stimulation to 2.4v and confirmed it was comfortable. The patient stated they would wait another week before they did another increase per the hcp instructions. Patient services sent a quick guide to the home address of the patient. There were no further complications reported/anticipated.